Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer evaluated the iabp and to fix the issue replaced the helium reservoir assy. The fse completed all necessary calibrations. The unit passed all functional and safety tests per factory specifications. The unit was cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a helium leak during a weekly check. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Evaluation results- a getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. The getinge fse replaced the helium regulator, safety disk and tidal volume disk to correct the issue. The fse performed the function check and calibration. The helium leak test was performed and passed to manufacture specifications. The defective parts replaced were scrapped. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a helium leak during a weekly check. The unit was leaking helium at a rate of about 5 psi / hour. The unit could run out of helium and interrupt therapy. The unit was also observed to be making a hissing sound. There was no patient involvement and no adverse event reported.